Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for blank display. Customer¿s blood glucose was 390 mg/dl. Customer reported that insulin pump turned off without alarm and does not turn on anymore. Insulin pump does not show signs of physical damage. Insulin pump was not dropped or bumped. Insulin pump has been exposed to moisture. Contacts on battery cap are ok. A blank display test was performed and the test was not ok. Patient was oriented to revert to back-up plan per hcp instructions. The pump will be returned for analysis.